Event description:
The manufacturer received information alleging a cylinder separated from the ultrafill device. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a cylinder became separated from the ultrafill device. There was no report of patient harm or injury. The cylinder was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas.